Manufacturer narrative:
(B) (4): the upper jaw is broken off from the jaw pivot pin forward. The broken off portion of the shaft was not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with misuse due to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the jaw of the instrument was broken and was missing. There is no report that the broken piece was left in the patient.